Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file report confirmed elevations in pump power that corresponded with elevations in pump flow; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file report contained data from 19jan2023 to 14feb2023. The pump operated above the low speed limit for the duration of the log file report. The log file report appeared to capture power elevations that corresponded with flow elevations on approximately 22jan2023, 31jan2023 through 05feb2023, and on 07feb2023. If the flow estimate falls outside of the expected operational range or acceptable linear region, "+++" will be displayed. Although flow elevations were confirmed via the log file report, the "+++" reading could not be confirmed as the raw log file was not provided for analysis. The log file report appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The IFU states that the system controller provides an estimate of blood flow out of the pump . This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump , and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous admission was captured under MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was inpatient for a gastrointestinal (gi) bleed and was noted to have bloody stools, low hemoglobin, and was seen to have flows as high as 11, 12, and at times the ventricular assist device (vad) was reading +++. The patient is reported not to have aortic insufficiency. Due to their frequent and chronic bleeds from multiple arteriovenous malformations, the patient no longer gets endoscopy procedures and was being treated symptomatically. The bleeding was resolved with blood transfusions and the patient was discharged home on (B)(6) 2023.